Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date rec'd by mrf: is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was sore all the time at the implantable neurostimulator (ins) site and the area felt hot. The patient met with a manufacturer representative (rep) a couple of weeks prior to the report in (B)(6) 2019, but the rep did not say anything about the issue. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no reports of device issues or allegations. There were no further complications reported or anticipated.